Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 1 mg/dl. The customer stated that they were in the hospital for four weeks in which the low blood glucose caused a kidney infection and increased ammonia. The customer stated there were many things wrong with her pump but she declined trouble shooting the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.